Event description:
The user facility reported that a patient fell and sustained an injury while using a maxitherm lite blanket. Reportedly, the blanket was clamped off by a nurse in order for the patient to use the restroom facilities. The patient did not wait to be helped back to the bed and did not see the water had dripped from the blanket to the floor. The facility reported that the blanket clamp was difficult to close; and therefore leaked. The user facility was using an infant temperature management blanket for post surgery knee therapy on an adult patient.

Manufacturer narrative:
The blanket in question has not returned from the user facility. Csz performed an evaluation on a blanket of same product model. The clamping function which stops water flow was performed with success (performed by a female a little smaller than average size, using one hand.) The blanket model being used at time of incident is indicated for patient temperature management. Cincinnati sub-zero provides pads that are intended for localized cold therapy for post orthopedic surgery. The user facility has since purchased the knee/shoulder cool temp pads for patients who need localized cold therapy post orthopedic surgery.